Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 implantable pacing lead, implanted: (B)(6) 2004; 5076-52 implantable pacing lead, implanted: (B)(6) 2004; 6943-65 implantable tachy lead, implanted: (B)(6) 1999. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately six weeks after ICD replacement. The cause of death has been requested and not received.